Event description:
Additional information received for report mw5158448 on 09/24/2024 for manufacturer unknown. The care air 2 smartwatch sold by (B)(4) measuring glucose, blood fat, uric acid, blood pressure(bp), etc. The units of measure are not the same, bp readings are off with irregularity in the differences. Worse, company is dead silent when emailing them for support and assistance. Worst of all is sparse documentation and unintelligible english words. They have good reviews which are questionable after I tried to setup the smartwatches. Their smartwatches have no serial number or equivalent to identify their 'smartwatches'.

Event description:
The care air 2 smartwatch sold by fitvii touts measuring glucose, blood fat, uric acid, blood pressure(bp), etc. The units of measure are not the same, bp readings are off with irregularity in the differences. Worse, company is dead silent when emailing them for support and assistance. Worst of all is sparse documentation and unintelligible english words. They have good reviews which are questionable after I tried to setup the smartwatches. Their smartwatches have no serial number or equivalent to identify their 'smartwatches'. The voice reading the results are unintelligible. The uric acid unit I provided is best I can remember. I have it packed up to return as soon as I hear from them with a valid return address. The bank I use is processing dispute and issued me a provisional credit for purchase of this subpar product with unresponsive customer service.

Event description:
Additional information received for report mw5158448 on 09/24/2024 for manufacturer to fitvii.